Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years post filter deployment, CT revealed thrombus within the ivc extends to the level of the renal veins. Subsequently few days later, inferior venogram revealed large volume of residual clot in the ivc at the level of the filter. Eventually, thrombectomy was performed. Filter retrieval was performed on the next day. An inferior venacavogram demonstrated a normal sized ivc with small volume of chronic appearing thrombus near the filter apex. Scout image demonstrated that the ivc filter in place containing 6 minor struts and 6 major struts. The 10 french bard recovery ivc filter retrieval set was inserted and attempt at using the recovery cone was unsuccessful given a shelf of fibrin which shunted the common laterally. After multiple attempts, the filter was retracted free as the sheath was advanced over the filter. The terminal 1mm of one of the major struts was noted to be fractured after removal from the patient. The filter fragment was noted to reside within the sheath after removal. Therefore, the investigation is confirmed for filter limb detachment and retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached. The device and detached struts were removed percutaneously. The current status of the patient is unknown.